Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/left & right side of pelvic area pain/mid pelvic area pain/entire pelvic area') in an adult female patient who had essure (batch no. B76528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight (B)(6). Previously administered products included for an unreported indication: yaz. Concomitant products included bupropion and venlafaxine hydrochloride (venlafaxine xr). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced cold sweat ("hormonal changes describe: cold sweats"), tremor ("hormonal changes describe:shakiness") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and was found to have body temperature fluctuation ("body temperature not regulated"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced the first episode of bladder disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and the second episode of bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced migraine ("migraines/headaches"). In 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and abdominal pain upper ("gastrointestinal or digestive system condition type: stomach pains"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy, essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, cold sweat, tremor, body temperature fluctuation, vaginal haemorrhage, menorrhagia, depression, migraine, ovarian cyst, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal distension, abdominal pain upper, alopecia, back pain and the last episode of bladder disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, back pain, body temperature fluctuation, cold sweat, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, ovarian cyst, pelvic pain, tremor, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of bladder disorder and the second episode of bladder disorder to be related to essure. The reporter commented: the plantiff claims that essure worsened a previously existing injury/condition. Current weight (B)(6). 4 coils were noted on the right 3 coils were noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram in (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina in (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: case become incident medical record received removal details has been added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.